Event description:
It was reported that the patient had an infection and was hospitalized with septicemia. The patient experienced fever. The cause of the infection was unk. It was noted that the patient had a vp shunt. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).